Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent proximal pressure sensor, auto zero failed". The device was in clinical use when the issue occurred. There was no patient or user harm reported. During troubleshooting, the device displayed an error code 110b (proximal pressure sensor autozero failed). The rse informed the customer with the following instructions: verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. The customer was provided with the part number for a replacement da pcba and solenoid valves.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation, and a supplemental report will be submitted.